Event description:
It was reported that a user of the ilet bionic pancreas experienced a hyperglycemia event with blood glucose measured at 186 mg/dl and then 181 mg/dl, with the cause unclear and no device alerts or alarms reported. Symptoms included no reported clinical manifestations associated with hyperglycemia. Outcomes included no escalation of care and no hospitalization, and the user declined a follow-up call. Investigation included remote troubleshooting and education, advising the user to wait to confirm downward trend and stabilization. Investigation of this case revealed no device malfunction or component issue identified through user interaction, and no product performance problem was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear and unrelated to a confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.